Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device made an unusual noise, coupling head was worn, failed the power test, electric motor was damaged and the bearings and o-rings were worn. The assignable root cause was due to wear from normal use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a veterinary tibial plateau leveling osteotomy (tplo) surgical procedure, it was discovered that the small battery drive device felt like it was jamming and had a different sound. There was a five minute delay to the surgical procedure. A spare device was available for use. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.